Event description:
Physician was using syringe during procedure to inject medication through side-port of 5fr sheath. When trying to remove syringe from sheath, the tip of the syringe broke off and was lodged into the port of sheath. The md did not forcefully try to remove it, so it was not user error.